Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography of the papilla of vater the hydratome rx sphincterotome cutting wire broke. The physician put the tip of the sphincterotome inside the papilla of vater. When the physician pulled the handle to open the cutting wire and applied current to cut the papilla open, the cutting wire broke into two pieces, however, the cutting wire was still attached to the catheter. No piece of the cutting-wire fell off inside the patient. All device broken pieces could be easily removed without any patient complication. The procedure was completed with the use of another similar device. The patient's condition is unknown.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.